Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized due to poor quality of images. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high lead impedance (dc dc ¿ 7) during an office visit on (B)(6) 2014. X-rays were received by the manufacturer but no conclusions could be made due to the poor quality of the images. No known interventions have occurred to date.